Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure. Procedure date is unknown. On (B)(6) 2014 the patient's weight was (B)(6). According to the complainant, on (B)(6) 2016, the patient had an infection at the stoma site. Reportedly on (B)(6) 2016 the patient's weight was (B)(6). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure. Procedure date is unknown. On (B)(6) 2014 the patient's weight was (B)(6). According to the complainant, on (B)(6) 2016, the patient had an infection at the stoma site. Reportedly on (B)(6) 2016 the patient's weight was (B)(6). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2016: the peg tube was placed on (B)(6) 2014. On (B)(6) 2016 the patient experienced another infection. The physician recommended antibiotic therapy with ampisid 750 mg 2x750 mg po. The patient weighed (B)(6) on (B)(6) 2016.